Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer had reported symptoms such as nuasea and was treated . The customer treated with syringe. Customer's blood glucose value was 425 mg/dl at the time of the incident. Customer's current blood glucose value was 275 mg/dl. Troubleshooting was performed. The customer had visited to emergency medical service dispatched and was hospitalized on (B)(6) 2017 at 5:00 am. The blood glucose value when admitted to hospital was 415 mg/dl. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer report customer does not allege pump was under delivering. Customer reports p-cap just spins and does not lock into place. Troubleshooting was performed for air bubbles. Approximate size of air bubbles is empty space in tubing. The product was not returned for analysis.